Event description:
It was reported that the user was pushed into a pool and afterward the pump¿s touchscreen slider to unlock would not move fully, consistent with an unresponsive key or button on the touchscreen; no alerts or alarms were reported, and the user planned a firmware update with support. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem affecting the touchscreen¿s responsiveness, consistent with an unresponsive control on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.